Manufacturer narrative:
Vyaire reference: (B)(4). H3: 81 other- troubleshooting- it was suggested to the patient to connect to the analyzer.  The unit is passing the leak test.  Customer will check the items in the exhalation corner and try an expiratory pressure transducer if needed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : troubleshooting.

Event description:
It was reported to vyaire medical that patient is getting a low peep alarm, within 2cm of the set 5. No analyzer connected. No patient involvement was reported.